Event description:
It was reported that the patient thought he heard his pump alarming and called his hcp (healthcare provider) on (B)(6) 2013; the low reservoir alarm was scheduled for (B)(6) 2013. The patient had a pump refill scheduled for (B)(6) 2013. The patient had oral meds available to use if needed. On (B)(6) 2013, the patient¿s limbs were feeling jittery/jumpy, the patient had dizziness, and a flush of heat, so the patient went to the ER (emergency room). The patient¿s legs were very spastic/tight and painful on the left side. The ER assumed he was not getting the drug and gave him more oral baclofen and then sent him home. The patient came back to the ER later in the day and they admitted him. They then stopped giving him the orals. The patient missed his original refill because he was in the hospital for reasons not related to the infusion system. As of (B)(6) 2013, the pump had 1.3 ml left in it. The hcp (healthcare provider) was working on getting the pump refilled. The pump was delivering lioresal. It was later reported that the alarm was the low reservoir alarm. No troubleshooting was done. The pump had not yet been refilled as of (B)(6) 2013. The patient was still having a lot of spasms and pain. The patient was being transferred to another facility so the pump could be refilled on (B)(6) 2013. It was later reported that the pump was refilled as planned. They pulled out about 2cc from the reservoir at the refill. The patient was stable with regards to his spasticity. The hcp felt the hot flashes were coming from flomax. The patient was scheduled to be discharged from rehab on (B)(6) 2013. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information was received and it was reported that the patient was doing well and receiving effective therapy.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).